Event description:
It was later reported that surgery was performed to remove the remaining lead fragment on the right side.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) had been ¿acting up¿ since 02:00 am on (B)(6) 2014. It was stated that it ¿felt like it was on fire¿ and that the entire pocket was ¿burning hot.¿ the issue lasted for 3 hours before stimulation was turned off. Then the pocket site ¿felt like a sunburn all day long.¿ it was also stated that the pocket was still sore. Additional information received reported that the patient had a lead revision on (B)(6) 2014 due to the burning sensation and poor impedances (lead was on right side). The lead broke during removal and 2 electrodes remained in the patient. The replacement lead was placed on the left side. The event was unresolved at the date of this report. It was indicated in device implant query that the ins was also replaced and the new one was placed on the left side as well.

Event description:
During review of additional information it was determined that information was previously reported in manufacturer's report # 300756 6237-2014-02182 which included that a revision of the lead component of the patient's implantable neurostimulator (ins) was to be performed. Specifically, the doctor was to place a new lead on the patient's right side and was to move the ins to their other side. It was later determined that this information was regarding the patient in manufacturer's report # 3004209178-2014-13522 as the revision was done because of the burning at pocket site. Any additional information received will be reported in manufacturer's report # 3004209178-2014-13522.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v842532, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# v842532, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that 2 electrodes remains inside of the body. The locations were on electrodes 0 and 1.the lead would not be returned. There was troubleshooting, intervention or other actions taken to resolve the event which was the health care provider instructed the patient to decrease the stimulation on (B)(6) 2014. He had not heard from the patient since. The patient outcome was not reported. It was later reported that the implanted interstim patient was having 'unfavorable side effects, the generator was getting warm, cold. Ultimately they did a revision of lead and neurostimulator (ins) which was on right side. Caller stated that the lead on right side was 'severed' and there were tine issues. The lead was left in. It was reported that approximately in may of this year, a new system was put on the left side (right side lead still remained). Caller reported 2 days later that he did not know how much of the lead was there but he did not think the tines are still present. Caller reports the initial ins was providing therapy but the patient reported the ins was warming up periodically and the result was a new system.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient had episode where she felt shock in lead and battery and it got very hot. Healthcare provider felt a need to replace. The patient was shocked and the battery felt very hot. The lead was moved to right side. The lead and the battery was removed after replacement of the lead and battery. The patient recovered without permanent impairment.